Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-08296. It was reported the pt's scs system was to be explanted and reimplanted with a competitor's product. It was stated the pt had regular reprogramming in the past and the reason for explant was unk.